Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs did not find evidence to support the reported event. The logs did not indicate any issues related to obtaining and ECG signal via electrode pads. The electrode pads were not received for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.